Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request the return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently it is unknown whether or not the device may have caused or contributed to the reported event as no product has been returned nor has a specific product problem been reported. Based on the information available, no conclusion can be drawn at this time.

Event description:
On (B)(6) 2002 - patient underwent a bilateral inguinal hernia repair surgery. Patients hernia was replaced with two small oval bard kugel hernia patches; product code number 0010101. Per the attorney it is alleged that the patient has suffered symptoms and injuries consistent with the symptoms and injuries described by the recall information and that the patient has suffered and will continue to suffer physical pain and mental anguish.